Event description:
It was reported that the fowler was not functioning properly due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the fowler was not functioning properly due to a faulty motor. Follow-up submitted as further investigation determined the fowler movement was weak. This is not likely to harm the patient as the CPR release was still functional to lower the fowler manually, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the fowler was not functioning properly due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.